Manufacturer narrative:
Evaluation summary: the spectra cylinders were visually inspected and functionally tested. One cylinder performed within specifications. The other cylinder has holes in the outer tube that are the result of a sharp instrument. This cylinder is functional.

Event description:
It was reported the patient had his spectra penile prosthesis replaced for unspecified reasons. No patient complications were reported in relation to this event.